Manufacturer narrative:
This follow-up MDR is created to document the conclusion of the investigation. Requests for the device and for additional information surrounding this event have been made. However, to date neither the device nor the information has been received. Without the benefit of analyzing the device and without the requested information, quality cannot comment on the condition of the device or the events surrounding this incident. If the device or additional information is received, quality will re-evaluate this event in accordance with procedures. However, because quality's examination may not conclusively confirm or disprove the report of erosion/extrusion, quality accepts the physician's observations of such as the reason for surgical intervention. Quality reviewed the manufacturing records for this device and confirmed that there were no discrepancies that would have contributed to this complaint and verified that the devices from this lot met all specifications prior to release. A review of the complaint history database revealed no significant trends for lot 2363218. Review of nonconforming reports revealed no nonconformance's for this lot. No capas are associated with this lot.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, malfunction, erosion/extrusion.

Manufacturer narrative:
This follow-up MDR is created to document the evaluation of the returned device. A titan otr pump, two cylinders and detached inlet tube were received for evaluation. Examination and testing of the returned components revealed a separation on the shorter exhaust tube at the tube/strain relief junction of the pump. Testing revealed this to be a site of leakage. Microscopic examination of the surfaces revealed them to be rough and irregular, indicating stress was exerted. Partial separations within abrasion are noted on the longer exhaust tube of the pump, both cylinder exhaust tubes and detached inlet tube. Testing revealed these to not be sites of leakage. Abrasion is also noted on the other exhaust tube and inlet tube. Both exhaust tubes are curved outward. No functional abnormalities were noted with either cylinder or detached inlet tube. Based on examination of the returned product, it was concluded that the abrasion marks noted on all tubing matched in such a way to conclude that they had abraded against one another while in-vivo. In addition, both exhaust tubes were curved outward from each other indicating they had been in this position for a period of time. This positioning, in combination with device usage over time, could contribute to sufficient stress(s) to separate the shorter exhaust tubing near the pump strain relief. A separation of this type would then allow the loss of fluid, making the device inoperable.